Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and crease fold. Leak test and microscopic analysis was performed which identified: striated opening on anterior, crease sharp on anterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. An opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.